Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a anterior repair, posterior repair, sacrospinous ligament suspension of the vaginal cuff due to sui, and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2013 due to failed mesh. No additional information was provided.

Manufacturer narrative:
It was reported that patient also underwent bard align retropubic urethral mesh implant on (B)(6) 2013 due to sui and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair and sacrospinous ligament suspension of the vaginal cuff due to vaginal vault prolapse and sui.it was reported that patient underwent retropubic suburethral sling placement and posterior colporrhaphy on (B)(6) 2013 due to sui, cystocele and rectocele. No additional information was provided.(B)(4).